Manufacturer narrative:
Updated field- b4,g3,g6, h2, h11. Corrected field- d9.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during the semi annual maintenance, cardiosave intra-aortic balloon pump (iabp) had broken fiber optic connector. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code). The failure analysis and testing department received part with a reported unit failure of a broken fiber optic connector. The fat performed a visual inspection and found the part to have the connection housing broken. No root cause identified. Retaining the part in the failure analysis and testing department per procedure. The fse replaced the fiber optic extension assembly (0012-00-1562) and performed test. All functional and safety test passed.